Event description:
The reporter stated that she had gotten the er1 message "twice a week." She said that she doesn't compare to the color chart or do control solution tests. She reported she did not experience symptoms or seek medical advice.